Manufacturer narrative:
E1 - initial reported address 1: (B)(6). E1 - initial reporter phone: (B)(6). E1 - initial reporter zip/post code: updated. Device evaluated by MFR: the pcb device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 17mm in length and extended from a position 4mm distal of the proximal markerband to 1mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified multiple shaft kinks. This concludes the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 60% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel in the left upper limb. A 5.00mm/2.0cm/50cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 10 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that a balloon rupture occurred. The 60% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel in the left upper limb. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 10 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reported address 1 and phone: (B)(6).

Manufacturer narrative:
E1 - initial reported address 1: (B)(6). E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the pcb device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 17mm in length and extended from a position 4mm distal of the proximal markerband to 1mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified multiple shaft kinks. This concludes the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 60% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel in the left upper limb. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 10 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.